Event description:
It was reported during surgery that the surgeon was having a problem implanting the liner into the shell. The liner did not fully seat properly while impacting and popped out while the surgeon tried to fit the liner into the shell.

Manufacturer narrative:
(B)(4). D1: 28mm i.d. Size hh with constraining ring constrained liner use with 50mm o.d. Size hh shell do not use with skirted heads. G2: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. The following section was corrected: b3. Product was returned and evaluated. Visual examination of the returned product identified that the liner showed deformations on the lip where the bottom of the ring seats. Liner anti rotation scallops had deformation damage and gouges. Scratches, gouges, and burrs were noted to the liner across outer, inner, and top surfaces from attempted use. Possible tool marks were present on the fingers and top surface of the liner from attempted use. Liner and ring product dimensions were measured and found to be within product specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported ring as a component of the liner was reviewed for compatibility with no issues noted. Insufficient information provided for the shell; therefore, unable to perform a compatibility check with the shell. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.